Manufacturer narrative:
Exact device used in alleged event is not known, therefore, no product will be returned for evaluation. Patient was 4'4" and weighed approximately 300lbs. Based on pinch marks observed on patient, it is believed, the facility had applied the wrap too tightly.

Event description:
It was reported that a patient allegedly developed blistering from the use of a wraparound vest while being treated for hypothermia.